Manufacturer narrative:
H6: investigation summary: bd received 11 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for printing issue with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for printing issue with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was an incorrect fill line. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "there are two lines on tube." According to the customer's report, there is an excessive line under the fill-line on the tube. These two lines are confusing the customer to collect the appropriate amount of blood.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was an incorrect fill line. This event occurred 11 times. The following information was provided by the initial reporter. The customer stated: "there are two lines on tube." According to the customer's report, there is an excessive line under the fill-line on the tube. These two lines are confusing the customer to collect the appropriate amount of blood.